Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. It was stated that the insulin pump is worn with clip on brassier. It was not dropped, bumped or exposed on moisture. Customer has a back up plan. Blood glucose value is 7 mmol/l. Nothing further reported.